Event description:
It was reported that the devices were used in a laparoscopic cholecystectomy. It was reported by the rep that the inner seals continued to tear when using the er320 clip applier. Another trocar was used to complete the case. There was no consequence to the pt. The o.r. Time was extended 1 minute.